Event description:
It was reported that the insulin gauge displayed an amount different than expected, with a static fill estimate of 145, despite insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that this issue could arise due to a variance in measured pressures, and it should resolve once the cartridge amount matches the static number, at which point the fill estimate would adjust normally. The customer understood and acknowledged the explanation.